Event description:
Revision surgery due to septic loosening of the cup 3 months post op. There was no infection of the stem. When the liner was removed from the cup post surgery there was lots of liquid/infectious material found between the liner and the cup.

Manufacturer narrative:
Document review: versafitcup cc trio cementless cup 0 56: code (B)(4) / lot 120430 (66 cups produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization cycles. Forty eight cups belonging to this lot have been already implanted and no similar incidents have been reported up to now. Quadra h femoral stem size 3 standard cementless: code (B)(4) / lot 114736 (60 stems produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization cycles. Twenty stems belonging to this lot have been already implanted and no similar incidents have been reported up to now. On the basis of the data collected, a device involvement in the infection is highly unlikely.